Manufacturer narrative:
Method: complaint history review; device history review;results: the product remains implanted and was not returned for inspection. The sales rep indicated that the surgeon used a xia deformity inserter to insert the blocker. It is recommended that the surgeon use a compatible inserter (like the xia deformity inserter) along with the counter torque tube during insertion. The cause of the issue is unknown, but is likely related to the blocker insertion process.conclusion: a mantis redux reduction screw was reported to have splayed slightly during insertion of the blocker. The surgeon recognized the issue intra-operatively and decided to leave the construct as it was. There was no adverse consequence to the patient or surgical delay associated with the issue. The patient was doing well and returned home according to the sales rep.

Event description:
It was reported that "arthrodesis l4-s1 with mantis redux system. Upon insertion of the nut into the tulip of the mantis redux screw, we heard a "clack", the arms of the screws were slightly apart. After breaking the long arms, we could observe that the nut was screwed into the tulip thread, but it is not "blocked" on the 4 sides. The nut holds onto tulip thread. The screw has not been changed." Sales rep confirmed that the surgeon respected the final tightening recommandation with a torque wrench and has aligned the arrows to 12nm.

Event description:
It was reported that "arthrodesis l4-s1 with mantis redux system. Upon insertion of the nut into the tulip of the mantis redux screw, we heard a "clack", the arms of the screws were slightly apart. After breaking the long arms, we could observe that the nut was screwed into the tulip thread, but it is not "blocked" on the 4 sides. The nut holds onto tulip thread. The screw has not been changed." Sales rep confirmed that the surgeon respected the final tightening recommendation with a torque wrench and has aligned the arrows to 12nm.